Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue happened due to the inbound messages down, it causing to trigger the station in critical override. A technical support specialist restarted and updated a few services to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system device was on critical override affecting all devices. Customer stated that it was cause a delay in dispensing workflow due to the station in critical override. There were no adverse events or injuries reported based on this event.